Manufacturer narrative:
Failure analysis - the carefusion failure analysis (fa) representative (rep) reported inspection found appearance of touchscreen to be covered in blotchy areas, typically indicative of damage from a fluid. The carefusion fa rep reported the uim (user interface module) was set-up on the test fixture and power applied. Upon start-up, the panel led¿s (light emitting diodes) displayed in normal sequence, however the display remained blank. The carefusion fa rep determined the root-cause to be the initial loss of touchscreen response was due to fluid damage to touchscreen.

Manufacturer narrative:
(B)(4) any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the touchscreen is not responding. The customer reported the problem was fixed after replacing the touchscreen. The customer reported no patient involvement associated with the event.